Event description:
Reportedly a pt received a 44mg morphine overdose while in the recovery room. The nursing staff reported that the pump was programmed to administer 2 separate boluses of drug to the pt. The first bolus was followed by a second given 11 mins later. Approx 5 mins later a third bolus was given of 44mg that resulted in apparent pt overdose. The pt was monitored in ICU overnight. There was no pt sequela as a result of the overinfusion and no medical intervention required.